Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed the right atrial (ra) lead exhibited over-sensed noise resulting in inappropriate automated mode switch (ams) episodes. No intervention was performed. The patient was in stable condition.